Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation, scope communication error (e238). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue and additional malfunction was due to a faulty charge coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when plugging it in, an error occurred during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement reported.